Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found that the plate was not fully seated and had shifted. No repair was necessary. The instrument was inspected, tested without further problem, and returned to service.